Event description:
Patient reported receiving a malfunction warning from her pump, specified as code 0-0x277d. There was no adverse impact to her blood glucose level. Technical support was contacted for assistance, and follow-up actions were pending.